Event description:
It was reported that there was concern for premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD); the battery longevity had decreased by 10% in 6 months' time. Upon reviewing the device records it was observed that there was some date confusion and that the last battery check was actually in (B)(6) 2023. Technical services confirmed that the s-ICD was depleting normally and recommended continuing routine follow-up. The s-ICD remains in service. Additional information received indicated that the s-ICD was explanted and replaced due to battery depletion. Upon interrogation the device displayed a message indicative of possible early depletion. The most recent latitude transmission from (B)(6) 2024 showed an estimated longevity of 15%. Prior to device replacement it was also observed that the shock impedance measured 125 ohms, when previous tachyarrhythmia episodes that received appropriate, successful shocks had shock impedances of 75-98 ohms. Intra-operative inspection of the device indicated it to be mobile, anterior and flared. It was noted there were no sutures within the header of the device and that the device was in fact mobile. The physician was then able to form another pocket in the correct plane in a more posterior location for the new device and subsequent defibrillation threshold testing in reverse polarity at 65 joules was successful. Once all the layers were closed, the final subthreshold shock impedance was 110 ohms. The explanted s-ICD was disposed of and thus will not be returned.